Manufacturer narrative:
The device was returned for investigation. Upon inspection of the device, the reported issue was not confirmed. However, adhesive objective lens peeling, bending angle in up direction failure to meet standard due to wear of angle wire, angle knob torque exceeding standard value, and image noise due to damaged charged coupled device unit were observed. Lastly, scratches and dents were noted on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a rubbing on the tip cover of the endoeye flex deflectable videoscope was noted. During a standard service inspection of the customer returned device, adhesive around objective lens was peeled. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the adhesive of the objective lens peeled off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope as below: [inspection of the endoscope] 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that there was rubbing on the tip cover of the endoeye flex deflectable videoscope. Additionally, the user facility reported there was a noisy image. During a standard service inspection of the customer returned device, adhesive around objective lens was peeled. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.